Event description:
Patient reported unknown side implant "sticky and the shell began to disintegrate," "swelling and pain," and "on a recall list." Also reported "fluid around each implant" "culture grew staphylococcus hominis", ¿polarizable foreign material adjacent to the capsules with associated histocytes and multinucleated giant cells,¿ ¿minor chronic inflammation¿ and "extravasated silicone." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side implant "sticky and the shell began to disintegrate," "swelling and pain," and "on a recall list." Also reported "fluid around each implant" "culture grew staphyloccus hominis", ¿polarizable foreign material adjacent to the capsules with associated histocytes and multinucleated giant cells,¿ ¿minor chronic inflammation¿ and "extravasated silicone." Device was explanted.

Manufacturer narrative:
Further investigation results: environmental monitoring results for jun 2016 were reviewed and all results were found acceptable. Bioburden testing results for the jun 2016 were found to be acceptable. The review of the sterilization records demonstrated acceptable results therefore no training revision was required for this process. The complaint listing report indicates that there were no other records related to this event for units manufactured on work order 2926144 and sterilized under sterilization run 30023554. A review of all infection complaints for gel breast implants was performed for the period from (B)(6)2019 through (B)(6)2021 and indicates that one month is out of control limit (apr 2019). Pr¿s(B)(4) were involved in apr 2019. An additional investigation was performed to determine any patterns or similarities related to these records. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30023554 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2019 through (B)(6)2021, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), seroma-late, silicone migration and rupture.

Event description:
Patient reported unknown side implant "sticky and the shell began to disintegrate," "swelling and pain," and "on a recall list." Also reported "fluid around each implant" "culture grew staphylococcus hominis", ¿polarizable foreign material adjacent to the capsules with associated histocytes and multinucleated giant cells,¿ ¿minor chronic inflammation¿ and "extravasated silicone." Device was explanted.